Manufacturer narrative:
The customer reported a dark image on the video gastroscope which required the physician to continually adjust the angle of the endoscope to complete the procedure.the device has not been returend to pentax medical for evaluation. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in (B)(6), while the device was in use. The incident involved a pentax medical video gastroscope, model eg34-i10. The information provided indicated that there was a dark shadow on the endoscope and the physician had to keep adjusting the angle of the endoscope to complete the procedure. The reporter also indicated that, although this case did not cause any harm to the patient, it did prolong the procedure time.